Manufacturer narrative:
Investigation summary: the event product was returned to applied medical for evaluation with the tissue bag and cord loop still attached to the introducer shaft and rod. Upon inspection, engineering noted that the deployment mechanism was deformed at the tip. Based on the condition of the returned unit, it is likely that the reported event was caused when the deployment mechanism was retracted prior to full deployment. This was confirmed by the damage observed on the deployment mechanism. If the device is retracted prior to full deployment, the supports may retract away from the tissue bag and cause the tissue bag to fall off the supports when deployed. Per the instructions for use (IFU), the customer should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is to follow up medwatch report # mw5071497.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: bronchoscopy, left vats, left lower lobe resection event description: "inzii retrieval system cd001 bag was separated from device when opened to collect specimen." Additional information was received via email from rn at user facility on tuesday august 29, 2017: "patient was stable following procedure. Other devices were not being used at the time of the incident only during the deployment of the device. The bag fully disconnected during deployment. The metal supports were fully exposed when once introduced into the patient's body. The contents were not within the bag when the bag fell off the prongs. The bag separated from the device during deployment." Type of intervention: unk. Patient status: patient was stable following procedure.